Event description:
The pt kept getting the clean test area message since a week ago "off and on". Two days ago, they could not get a reading and consistently kept getting the error message. They went to a nearby hosp to get their blood glucose level checked. The ER meter result was 200 mg/dl, which does not reflect a serious injury. They were given a "pill" to lower their blood glucose. They further stated that it was the same pill that they take at home and were supposed to take that morning. During troubleshooting, it was verified that this was not a new meter. The pt's testing and cleaning procedures were reviewed to be correct. They were asked to remove, re-clean and re-inserted the test strip holder in the meter. However, when the test strips was inserted, the meter still displayed the clean test area message. It was confirmed that the test strip holder was pressed all the way down into the meter. The test strip was again inserted, but the issue persisted and the pt received the same message again. The battery in the meter is less than one year old. Therefore, the issue was not resolved. Replacement meter, test strips, and control solution were sent to the pt.